Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 5: it was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false positive patient result with unusual pcr curve was obtained. There was no report of patient impact.

Event description:
Report 2 of 5: it was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false positive patient result with unusual pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 030125 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay kit lot 030125 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about five suspected false positive results linked to low CT when using the bd onclarity hpv assay kit. Customer provided an excel file showing test results and details for five samples tested on (B)(6) 2025 and (B)(6) 2025. The results show that the positive control targets in the hex (hpv 18, hpv 31 and hpv 52) and the rox (hbb targets) channels of each master mix got positive results with early CT score values (< 13.0). Manual pcr curve adjudication of the positive results shows linear curves with higher fluorescence level for all master mixes in channels hex and rox, evidence of acid carryover. No amplification curve for sample 3 was provided. Pcr plate lots 5094595 and 5087790, included in the bd onclarity¿ hpv kit lot 030125, were used by the customer for the testing of those samples. Since no other data was provided, it was not possible to assess the performance of the other reagents for other samples in the same run. Knowing that hpv self collection tubes were used for the sample collection, it is possible that the samples themselves were responsible for the customer issue if they contained interfering substances. However, since no information was available about the appearance of the samples and the likelihood that they might contain interfering substances, it was not possible to confirm that samples are responsible for the customer issue. Overall, based on the investigation, isolated events of acid carryover of an unknown origin are responsible of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for control failure on bd onclarity¿ hpv assay kit lot 030125. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.